Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Event description:
Patient sustained burns with blistering to her vagina. Device is used to treat excessive menstrual bleeding by instilling heated saline into the uterine cavity. It is believed that some of the hot fluid leaked into the vagina (from the uterus) causing the burns. Dates of use: (B)(6) 2010. Diagnosis or reason for use: excessive menstrual bleeding.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.